Event description:
The pump shuts off by itself, probably due static electricity in the body of the pt as explained by the manufacturers the shutting off has occurred with all the pumps that have been used (g-sertes) four pumps have been replaced so far in the last two and half years. In 2003, the pt woke up with an alarm. The mother said the alarm could have been on for over an hour because it was inaudible. The blood glucose was in the greater than 400 mg. The pump was rised and the b.g. Came down the company replaced it with a refurbished one.